Event description:
It was reported that a 65-year-old female patient was to be treated for wide neck ruptured supraclinoid ica aneurysm with fred x & coils. Sofia 6 f dac was parked in the cavernous ica, headway 27 in the mca & headway duo 156 in the aneurysm sac with the help of chikai black wire. Based on the artery diameter & the desired landing zones fred x 4.5 x 34 x 28 was selected & loaded in the headway 27. Deployment started from the origin of mca & neck of the aneurysm was covered successfully. Runs were taken & all was good. While deploying fred x in proximal landing zone in cavernous ica, it was realized that the fred x is not opened at the bend. The physician tried all the maneuvers like unsheathing, pushing out the device, pulling & pushing. He took a run & realized that there was a clot in the unopened part of fred x. The physician immediately decided to resheath the device & loaded the patient with tirofiban. When he opened the device again in the bowl of saline, it was found that there was clot inside fred x. He dipped the device in the solution of tirofiban & tried to open the device however it was found to be stretched at the proximal end. He kept aside the device & completed the procedure successfully with another fred x 4.5 x 34 x 28 and coils of different sizes. The case was completed with fred x and placing coils. Patient was stable and later discharged. Additional information the device was not detached when they noticed the incomplete stent opening and it was resheathed back and taken out of the patient.

Manufacturer narrative:
The investigation found the stent returned deformed at the middle section with residual bodily fluids, which is consistent with the alleged product issue. However, the stent was able to fully open after the residual bodily fluids was cleaned during the investigation. The stent was able to successfully advance through an in-house microcatheter and fully open upon deployment during the investigation. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that a 65-year-old female patient was to be treated for wide neck ruptured supraclinoid ica aneurysm with fred x & coils. Sofia 6 f dac was parked in the cavernous ica, headway 27 in the mca & headway duo 156 in the aneurysm sac with the help of chikai black wire. Based on the artery diameter & the desired landing zones fred x 4.5 x 34 x 28 was selected & loaded in the headway 27. Deployment started from the origin of mca & neck of the aneurysm was covered successfully. Runs were taken & all was good. While deploying fred x in proximal landing zone in cavernous ica, it was realized that the fred x is not opened at the bend. The physician tried all the maneuvers like unsheathing, pushing out the device, pulling & pushing. He took a run & realized that there was a clot in the unopened part of fred x. The phsyician immediately decided to resheath the device & loaded the patient with tirofiban. When he opened the device again in the bowl of saline, it was found that there was clot inside fred x. He dipped the device in the solution of tirofiban & tried to open the device however it was found to be stretched at the proximal end. He kept aside the device & completed the procedure successfully with another fred x 4.5 x 34 x 28 and coils of different sizes. The case was completed with fred x and placing coils. Patient was stable and later discharged.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted upon conclusion of investigation,